Manufacturer narrative:
The device was returned to zoll medical corporation and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental, vibration and functional testing without duplicating the malfunction. The device was recertified and returned to the customer. It's important to note the customer did not return the patient circuit as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 30 year old male patient, the device displayed several "airway pressure low" messages. Complainant indicated that the clinician manually ventilated the patient to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.